Event description:
A fire occurred in the home of a pt. An airsep newlife oxygen concentrator was present in the home at the time of the fire. It is not known at this time whether the oxygen concentrator was actually operating at the time of the fire or if it was the cause of the fire. The patient was at home at the time of the fire or if it was the cause of the fire. The pt was at home at the time of the fire and the unit was located in her living room when the fire occurred in the home. The area of origin has been identified as the living room in which the concentrator was present however, again it is not known if it was the cause or operating at the time of the alleged fire. There is information that suggests a lamp next to the concentrator may be involved as the cause of the fire. Pt died as a result of smoke inhalation due to the fire, but was not found until 12 hours after the fire. The fire was out upon arrival of the fire dept and the cause is still under investigation.